Event description:
It was reported that a small volume intermate had particulate matter inside the elastomeric balloon. The device was filled with an unspecified amount of antibiotic. This was identified during storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot manufactured from 11/03/2014 to 11/04/2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.